Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The service technician connected the ventilator to a known good ac adapter and the unit powered on, however, it would reset immediately. Visual inspection revealed component jp1 of the main flex was physically damaged. Carefusion replaced the main flex cable to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that all of the unit's led's flash continuously and will not pass post. The customer was unable to shut the unit off manually. While in service, the unit kept resetting. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.